Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer complaint was investigated. It is possible that there was some mismatch between blood glucose meter and sensor glucose values, but investigation found that the system correctly indicated hypoglycemia and provided low glucose alerts to customer. The low glucose alerts associated with low sensor glucose values mitigated any risk associated due to mismatch between blood glucose (bg) and sensor glucose (sg) values.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event that led to a car accident with total loss of the car. User called an ambulance. Sensor glucose (sg) reading was 65 mg/dl where as blood glucose meter (bgm) showed 26 mg/dl. No further details were provided regarding treatment and the outcome.